Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed all the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that it seemed like the insulin pump was not functioning. He explained that his blood glucose was 367 mg/dl, he tried to treat with the insulin pump and level did not come down until he treated with insulin pen. He mentioned he changed the set 9 times over that weekend. The customer stated that he had done the troubleshooting on his own and requested the insulin pump to be replaced. Current blood glucose value was 149 mg/dl. The device was returned for analysis.